Event description:
Information was received from the physician noting the cause of the generator flipping is due to the patient being larger, and the surgery referral was for patient comfort only. They do not have confirmation that the surgery occurred.

Manufacturer narrative:
(B)(4). Device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was referred for surgery to secure the vns generator in the pocket, as the generator is currently able to flip in the pocket. No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date. Product return and device evaluation is not necessary as the reported migration is not related to the functionality or delivery of therapy of the device.